Event description:
The reporter states that a patient had three consecutive strokes six months ago and was hospitalized for four and a half months. The patient's blood sugar was high at that time, and extra medication was given to reduce it. The reporter believes that this illness may have been directly related to the suspect device not giving accurate results and the patient adjusting her medication based on these results.

Manufacturer narrative:
Standard disclaimer on file.